Event description:
It was reported that the patient's pre-operative diagnosis was as follows: chronic herniation l5-s1, degenerative joint disease, de generative disc disease l4-5 and l5-s1, spinal myelopathy, spinal radiculopathy, chronic pain, scoliosis, spinal curve, gait disturbance, lumbar disc herniation with central and foraminal stenosis l4-5, l5-s1. The following procedures were performed: intraoperative biplane fluorscopy lumbar spine, right sided transforaminal posterior interbody fusion l4-5, l5-s1, cage instrumentation l4-5 and l5-s1, and posterior spinal fusion l4-5, l5-s1. It was reported that bmp, cancellous autologous bone, and mastergraft were placed in the anterior aspect of the disc space at l4-5 <(>&<)> l5-s1, followed by a peek implant and filled with only autologous bone locally harvested. Each of these implants were filled with bmp. It was reported that the patient's post-operative period was marked by- the need for additional surgery, pain, nerve damage, nerve impingement, and severe exuberant ectopic bone formation.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2009 patient underwent the following procedures: lntraoperative biplane fluoroscopy lumbar spine; right-sided transforaminal posterior interbody fusion l4-5, l5-s1; cage instrumentation l4-5, l5-s1; bilateral pedicle instrumentation l4-5, s1 bilateral; posterior spinal fusion l4-5, l5-s1. Preoperative diagnoses: chronic herniation l5-s1, degenerative joint disease, degenerative disc disease l4-5 and l5-s1, spinal myelopathy, spinal radiculopathy, chronic pain, scoliosis, spinal curve, gait disturbance, lumbar disc herniation with central and foraminal stenosis l4-5, ls-51. As per op-notes: complete resection of the disc at l4-5 and 5-1, then resection of cartilaginous endplate at 4-5 and 5-1 was performed. Once this was accomplished and a thorough decompression was achieved, then the wounds were copiously irrigated with normal saline and then bone morphogenic protein, cancellous autologous bone and bone graft matrix were placed in the anterior aspect of the disc space at 4-5 and 5-1, followed by a peek implant was filled with only autologous bone locally harvested. Each of these implants were filled with only bone morphogenic protein and there was a 16 millimeter x 26 millimeter implant at 4-5 and 14 millimeter x 26 millimeter implant at 5-1.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.